Event description:
It was reported that the user observed a line through the ilet cartridge after a same-day supply change during which a bent cannula had been documented previously, and the user noted the cartridge was filled without evidence of leaking or moisture in the chamber. Symptoms included hyperglycemia with a reported maximum blood glucose of 377 mg/dl lasting about three hours, without ketone testing, medical intervention, or use of backup therapy. Outcomes included functional recovery after a full supply change was completed with assistance and insulin delivery was resumed. Investigation included troubleshooting and education with the user and caregiver. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms reported and no evidence of external leakage, and a prior bent cannula was noted earlier the same day. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.